Event description:
The patient reported picking at their scab and a small stitch, and part of the device came out. A revision procedure was scheduled and later cancelled as to the patient had an infection in their throat and could not have anesthesia. Antibiotics were prescribed, the patient is keeping the area covered and clean, and they are doing fine. A revision procedure date has not been scheduled at this time. It is unknown which neurostimulator eroded. Therefore, both neurostimulators were reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting damaged neurostimulators, implanting the neurostimulators after the expiration date, and not prepping the surface of the skin with an antiseptic solution have been ruled out as potential causes. However, the patient picked at their scab and a stitch, which caused the neurostimulator to erode. Additionally, multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient picked their scab (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting damaged neurostimulators, implanting the neurostimulators after the expiration date, and not prepping the surface of the skin with an antiseptic solution have been ruled out as potential causes. However, the patient picked at their scab and a stitch, which caused the neurostimulator to erode. Additionally, multiple tunneling attempts were performed between the two incisions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient picked their scab (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported picking at their scab and a small stitch, and part of the device came out. A revision procedure was scheduled and later cancelled as to the patient had an infection in their throat and could not have anesthesia. Antibiotics were prescribed, the patient is keeping the area covered and clean, and they are doing fine. It is unknown which neurostimulator eroded. Therefore, both neurostimulators were reported. Additional information was received on june 10, 2024. An x-ray was performed which revealed serial number (B)(6) was eroding. Serial number (B)(6) was explanted on (B)(6) 2024 and a new neurostimulator was implanted. The patient is currently doing well.